Event description:
The customer stated that nonreactive alinity I hiv ag/ab combo results were generated for a patient diagnosed with hiv infection in (B)(6) 2012. The patient received antiretroviral therapy with follow up cd4 and viral load testing. In (B)(6) 2022, alinity I hiv ag/ab combo was nonreactive twice (0.59 and 0.64 s/co). The customer performed supplemental testing as follows: liaison hiv method: reactive (ab : 29.2) , (ag : 0.242) roche elecsys hiv method : reactive coi 26 sd bioline hiv method: reactive (weakly) wondfo hiv method: nonreactive hiv immunoblot bio-rad method: gp41 weakly positive the customer suspects the alinity I hiv ag/ab combo results are false nonreactive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I hiv ag/ab combo and architect hiv ag/ab combo share the same bulk reagents. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.